Event description:
Fire dept personnel were treating a full arrest patient and attempted to defibrillate the pt and reportedly delivered a 200 joule countershock to the pt. A 300 joule shock was attempted and the operator allegedly observed an electrical arc from the defibrillation cable when the device was discharged. The pt's outcome was not reported.

Manufacturer narrative:
There were no further details available from the reported event.